Event description:
Chemical arthrosis / knee inflammation [arthritis]. Knee effusion [joint effusion]. Warm knee [joint warmth]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via sales representative regarding a patient with initial unknown; demographics unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f20) injection, dosage regimen and route of administration not provided. The lot number of synvisc one was not provided. On an unspecified date, the patient experienced chemical arthrosis (unspecified), increased c-reactive protein and warm knee. Action taken with synvisc was not provided. The outcome of all the events was not provided. The intensity for the events were not provided. The reporting physician did not provide a causal relationship between synvisc one and all the events. Follow-up information was received on (B)(6), 2012 from a physician which upgraded the case to serious. The information was received regarding patient demographics, suspect drug information and event information. The patient was identified as a (B)(6) female patient. The patient had gonarthrosis (arthrosis of knee). On (B)(6) 2012, the patient initiated treatment with synvisc one at 1 dosage form. On (B)(6) 2012, the patient developed knee effusion, knee inflammation, increased c-reactive protein and elevated erythrocyte sedimentation rate. Th patient improved with rest and nonsteroidal anti-inflammatory drugs (nsaid's). On an unspecified date, the patient underwent cleaning arthroscopy and the culture tests were negative. Synvisc one was permanently discontinued. On (B)(6), 2012, the patient recovered from the event of knee effusion and chemical arthrosis. The intensity for the events knee effusion and chemical arthrosis was moderate. The reporting physician assessed the relationship between synvisc one and the event effusion and chemical arthrosis as probable.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.